Event description:
It was reported that the left ventricular (lv) lead had no capture. It was noted that the patient is in the block heart failure study. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.